Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence. Root cause determined as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available and no delay was reported.